Event description:
Healthcare professional reported right side rupture confirmed via MRI. Healthcare professional later indicated device "exploded" upon observations made during surgery. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. ¿ breast pain: unable to observe. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Healthcare professional later reported device "exploded." Device has been explanted.